Manufacturer narrative:
The patient underwent percutaneous coronary intervention (pci) on (B)(6) 2017 for a total occlusion in the proximal right coronary artery (rca). Medical affairs reviewed the angiographic images. Lesion was penetrated with the guidewire and pre-dilated. At the first deployed stent, there was caving inside the stent after the third proximal part of the balloon while inflating (calcified area). This could sometimes lead to struts protruding in the lumen that can interfere with the second stent passing through the initial stent. However, the second stent seems to pass through the distal part of the first stent. The images show the physician trying to retrieve the 2nd stent to align its proximal edge to the distal edge of the first stent but was not able to deploy. Afterwards, the dislodged stent appeared in the proximal part of the first stent and deployment was achieved with a smaller balloon. The stent was expanded proximally to the 1st one with no harm to the patient. Based on the review of device history records (lhr 07-0401-27524, lot# 1501264002a), the device met its predetermined specifications, including stent retention test during lot release of finished goods. The interaction with the previously deployed stent and its protruded struts due to calcification is most likely the cause for the dislodgement. The cobra pzf instructions for use (IFU) also recommends to stent lesions distal to proximal in order to avoid interaction with previously deployed stents.

Event description:
During a percutaneous coronary intervention (pci) to the right coronary artery (rca), one of the cobra pzf stent dislodged from balloon but was successfully retrieved. Patient had a successful pci to rca using 3 stents.